Event description:
It was reported that this event occurred in the pediatric intensive care unit. The pt was a (B)(6). The diagnosis was obstructive hydrocephalus. The insertion site was the right subclavian vein. Upon removal of the guidewire, the guidewire shredded. Through radiological control, a piece of the guidewire remained in the child. The child died due to herpetic encephalitis. Additional details received on (B)(6) 2012 from distributor indicates that a piece of the guide wire remained in the pt. It was found on x-ray, but it was not removed. The difficulty encountered with the guidewire did not contribute to the demise of the pt per the physician. The team monitored the child for more than 24 hours after the break up of the guide wire and the wire did not move from the site. An echocardiogram was performed to check if the blood flow was normal.

Manufacturer narrative:
(B)(4). Sample will not be returned.